Event description:
It was reported that the patient experienced cardiac tamponade during an attempted lead implant. The procedure was postponed to a later date and the pocket was closed. There were no other consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.